Event description:
Related manufacturer report number: 1627487-2023-02938. It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced and therapy was resumed.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.